Event description:
It was reported that the pt has bilateral knees implanted sometime in 2007. The pt experienced and event (fall) sometime several months ago. While the pt was in the office for an annual visit the surgeon identified a fracture in both bi-lateral implants (patellae). This report is for the left side.

Manufacturer narrative:
Investigation in process.